Manufacturer narrative:
Additional information: b5, h6 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021 a contact for this female peritoneal dialysis (pd) patient reported they have been on hemodialysis (hd) for the past few months due to an infection. The patient was doing pd for the first night back since hd and should not have done their normal prescription fill volume and was receiving alarms.the patient was not connected at the time of the call. The patient did not specify the type of infection they were diagnosed with or why they transitioned to hd for a few months. Additional information was received from a clinic response from the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021 the patient presented to the pd clinic with complaints of abdominal pain and poor drains. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin, ceftazidime, and cefazolin (route, dose, and frequency not provided) for 14 days. The patient¿s white blood cell (wbc) count was 1631 (unknown units) and the culture resulted positive for staphylococcus aureus. The patient¿s symptoms were not resolving, so on (B)(6) 2021 the patient was admitted to the hospital for the peritonitis. The patient was discharged on (B)(6) 2021. No additional details related to the hospital course were provided. The patient was once again hospitalized (B)(6) 2021 through (B)(6) 2021. During the hospitalization, the patient¿s pd catheter (not a fresenius product) was pulled. The patient was transitioned to hemodialysis (hd) therapy. No additional information related to the hospitalization was provided. The patient received a new pd catheter on (B)(6) 2021. The patient reported the cause of the peritonitis as the pin not being in (it ¿fell out¿). It was not documented when this occurred. The patient returned to pd therapy on (B)(6)2021. The filling issue the patient contacted technical support about was discovered to be caused by fibrin. The issue was resolved with the administration of heparin. No further information was provided. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization and subsequent temporary transition to hemodialysis (hd) post pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and cycler set. Although the patient reported the stay safe pin not being in or ¿falling out¿, she did not report the issue to fresenius technical support. The information for use (IFU) insert instructs the patient to ensure a snug fit in the organizer clip when inserting the pin connector. No product was returned for evaluation. Staphylococcus aureus is one of the most common microbial causes of pd-related peritonitis and often more severe resulting in hospitalization and pd catheter removal. Staph aureus is found in the nares and on the skin of many patients. Based on the information and no return of product, a definitive cause of the peritonitis could not be confirmed. However, with no allegation or evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The liberty cycler set cannot be excluded as causing or contributing to the patient¿s peritonitis event as the patient likely did not connect the stay safe pin connector in accordance with the fresenius IFU instructions due to the report that the pin fell out.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2021 a contact for this female peritoneal dialysis (pd) patient reported they have been on hemodialysis (hd) for the past few months due to an infection. The patient was doing pd for the first night back since hd and should not have done their normal prescription fill volume and was receiving alarms. The patient was not connected at the time of the call. Attempts to obtain additional information were unsuccessful. The patient did not specify the type of infection they were diagnosed with or why they transitioned to hd for a few months.